Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks due to noise. The lead had an apparent fracture and was replaced. There were no further patient complications reported as a result of this event.